Event description:
A report was received that the patient was experiencing pain at the pocket site and was prescribed steroid injections to help with the pain. The physician believed that the ipg might have moved to the sciatic nerve.